Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 based on when the manufacturer was informed of the event. However, the date of event is actually unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted during a tension-free obturator tape (tot) procedure performed on an unknown date. According to the complainant, the patient experienced several health problems related to the mesh implant. She had extreme pain at night while turning around. She was incapable of walking more than half an hour. Subsequently, pain was very difficult for the patient to manage causing her depression and inability to work. It was impossible for the patient to have intimate relationships.